Event description:
Additional information was received from a manufacturer representative reporting that the cause of the shocking due to fluid at the pocket site/connection with electrode and ins. No action was planned yet, and the issue was not resolved. The patient will get in contact with their healthcare provider to further discuss the situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since a couple of months ago, the patient experienced a "strange sensation" in their back. The sensation was described as occurring repeatedly/cycling. The ins was implanted in the abdominal area and not in the back and impedances were within the normal range. The patient didn't experience any fall, accident, or trauma during the period preceding the appearance of the sensation. The patient was feeling this shocking sensation only when the ins was on; turning stimulation off resulted in a loss of the shocking sensation. There were no abnormalities noted in the session report. During follow-up with the patient, the representative attempted to reprogram the stimulation in order to remove the sensation; they changed cathodes/anodes, pulse width, and frequency, but this was not successful. The issue was not resolved. The patient requested to leave their stimulation on as their pain would otherwise return. This information would be discussed with the patient's healthcare provider and a decision would be made by the healthcare provider regarding next steps. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. Report source: the country of origin is belgium. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.